Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent breast augmentation revision surgery two 450cc mentor siltex round moderate plus profile memorygel breast implants experienced bilateral pain, misshaped breast, lopsided breast, indentations, golf ball sized floating silicone near right arm, odd/brown discoloration near the torso, constant itching, difficulty breathing, throbbing pain underneath the breast, and ripping sensation post procedure. The mentioned complications were not confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-18655 for contralateral prosthesis report.